Manufacturer narrative:
The cause for the discordant ipth results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Additional information: the non-linear results of the dilutional studies performed by the customer can be indicative of the presence of a heterophile and heterophile-like antibody interferent. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Samples from patients routinely receiving high dose biotin therapy may show falsely depressed results. Additional information may be required for diagnosis." Patient has kidney disease, is on dialysis.

Event description:
Discordant advia centaur ipth results were obtained for a patient sample. The neat and diluted results did not match. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.